Event description:
It was reported that a red alert had been generated for a shock impedance measurement greater than 125 ohms. Review of the stored data identified the measurements have been variable over the past year ranging from 85-158 ohms. No shocks have been delivered since implant. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.